Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient present with severe lower extremity claudication with an abi of approximately 0.5. Recent angiography had revealed a popliteal artery occlusion, with single vessel anterior tibial runoff reconstituted distal to the occlusion. Initial atherectomy of the right popliteal artery and anterior tibial arteries were performed with the jetstream navitus system. Three passes were made: two blades-down passes (2 min 54 sec), and one blades-up pass (0 min 32 sec). In (B)(6) 2013, the patient presented with severe rest pain with an abi of 0.4 a right lower extremity arteriogram revealed occlusion of the distal superficial femoral and popliteal artery at hunter canal. The below-knee popliteal artery was also chronically occluded; anterior tibial artery proximally, however occluded at the mid calf level; peroneal artery was the main runoff vessel; at the level of the foot, the peroneal artery reconstituted the dorsalis pedis; the posterior tibial artery was completely occluded. Balloon angioplasty of the proximal peroneal artery and the below-knee popliteal artery to the distal sfa was performed. Because the subject did not have a sustained patency with previous angioplasty and atherectomy, a 6mmx200mm non-bsc stent was deployed to cover the distal sfa and above-knee popliteal, the distal end of the stent was above the knee joint. Completion arteriogram showed nice continuous flow from the femoral artery to the peroneal artery.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that target vessel revascularization occurred. In (B)(6) 2012, patient underwent atherectomy intervention. The 100% stenosed 4.0mm x 20cm target lesion was located in the right popliteal. Atherectomy was performed with the jetstream navitus system. Post-jetstream treatment stenosis estimate was 30%. The target lesion was then treated with pta. Final post-adjunctive treatment stenosis estimate was 20% in (B)(6) 2013, 129 days post index-procedure; the subject underwent an unplanned target vessel revascularization (tvr). No further information is available at this time.